Manufacturer narrative:
Device code relates to problem code for the reported event of inner shaft detached.the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx partially covered stent was to be used to treat a malignant stricture due to cholangiocarcinoma in the left intrahepatic bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent but felt some ¿stiffness in the release system". The stent failed to fully deploy and was removed from the patient on the delivery system partially deployed. Reportedly, after the device was removed outside the patient, it was noted that the inner shaft was separated but still tied to the catheter. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A partially deployed wallflex biliary rx stent and delivery system was received for analysis. Visual examination of the returned device found the stainless steel tube was detached from the inner shaft. The outer sheath was buckled/accordioned next to the leading handle and was also broken at both the outer diameters: proximal exterior tube ¿ endoscope interface (proximal end of the guidewire access sleeve) and distal exterior tube ¿ endoscope interface (distal end of the guidewire access sleeve); the guidewire access sleeve (gas) was not returned. The distal tip was found detached from the inner shaft and was not returned. Functional evaluation found it was not possible to deploy the stent using the delivery system as received, however, it was possible to manually deploy the stent. There were no issues noted with the stent and no other issues were noted to the device during the product analysis. The noted damages to the device were consistent with the application of excessive force during stent deployment, and, were likely due to anatomical or procedural factors encountered during stent deployment, such as tortuous anatomy, which limited the performance of the device. Therefore, the most probable root cause of the complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx partially covered stent was to be used to treat a malignant stricture due to cholangiocarcinoma in the left intrahepatic bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent but felt some ¿stiffness in the release system". The stent failed to fully deploy and was removed from the patient on the delivery system partially deployed. Reportedly, after the device was removed outside the patient, it was noted that the inner shaft was separated but still tied to the catheter. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.